Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with fingerstick glucose readings reported up to 554 mg/dl, the device displaying ¿high,¿ and moderate ketones; the user performed a site change, paused the ilet, received 17 units of fast-acting insulin by injection, then later reconnected and replaced the insulin cartridge, after which glucose measured 333 mg/dl. Symptoms included hyperglycemia and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.